Event description:
It was reported that the user attempted to back flow 300 ml of normal saline into the bladder prior to removing the catheter as per the doctors advice. It was stated that they flushed 55 ml of normal saline into the foley balloon port and the balloon was ruptured. The missing pieces of balloon were left in the patient bladder and the patient was sent back to the operating room for removal. Per follow up via email on 10jun2021 it was stated by the customer that they used 16 french indwelling double lumen catheters and there were no long term negative outcomes and the patient need an additional cystoscopy. The clinician was new and there was an element of user error.

Manufacturer narrative:
The reported event was confirmed as a use related as per the reported event and the IFU. The root cause for this failure mode was due to use related. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use: to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: e, f. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be mishandling of device by user. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle.visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 15cc balloon: use 20cc sterile water, 20cc balloon: use 25cc sterile water, 30cc balloon: use 35cc sterile water, 40cc balloon: use 45cc sterile water, 75cc balloon: use 80cc sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the user attempted to back flow 300 ml of normal saline into the bladder prior to removing the catheter as per the doctors advice. It was stated that they flushed 55 ml of normal saline into the foley balloon port and the balloon was ruptured. The missing pieces of balloon were left in the patient bladder and the patient was sent back to the operating room for removal. Per follow up via email on 10jun2021 it was stated by the customer that they used 16 french indwelling double lumen catheters and there were no long term negative outcomes and the patient need an additional cystoscopy. The clinician was new and there was an element of user error.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was performed backflow of (300ml) normal saline into the bladder prior to removing the catheter. The user drained only (55ml) of normal saline from the foley balloon port. Hence the balloon was ruptured and the missing pieces of balloon was left in the patient's bladder. So the patient required trip back to operation room for removal.